Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. The battery compartment reportedly was damaged. There was no indication of damage to the battery cap; however, the yellow o-ring was visible and the battery cap was not replaced for over 13 months. Reportedly the user was unable to secure the battery cap to the pump per instructions for use (IFU). There was no indication of moisture/corrosion damage to the pump. There was no indication that the product caused or contributed to an adverse event. This is reportable because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 02/02/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01/17/2017 with the following findings: records of power on reset events were observed in the black box data. The threads on the battery cap and on the battery compartment were stripped and unable to secure. A test cap was able to hold for testing. Intermittent power was duplicated during the investigation. The pump was exercised for 24 hours with no further loss of power occurring with the test cap in place on the pump. Unrelated to the original complaint, the display was discolored. Intermittent power with pump damage was duplicated/confirmed. (B)(4).